Event description:
It was reported that the patient presented 3-4 weeks after caesarean with persistent wound problems. The physician excised the tissue. Histology and photographs taken by the account found granulation tissue spiraled through the rectus sheath in the path of the suture.